Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.2, lab: 1.9 or 2.4. Customer was reporting lab comparison from a few weeks earlier and was not certain whether the lab result was 1.9 or 2.4. The husband was calling in on his wife's behalf and stated that they had other discrepant high results, but did not have the specific results or dates.

Manufacturer narrative:
Investigation pending.